Manufacturer narrative:
Concomitant: a2dr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient was experiencing chest pain. The right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.